Event description:
The user site reported during a selenia dimensions mammography systems, 3d patient exam on (B)(6) 2025, an error with the foot pedal occurred. It was reported by the user site that the technologist moved the c-arm of the device down with the foot pedal, and when the technologist released their foot, the foot pedal got stuck, and the c-arm did not stop moving. The user site reported that the c-arm and gantry collided with the patient chair, causing damage to the detector tray. No patient or user injury was reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the gantry foot switches were inoperable. The fse replaced the gantry foot switches and detector breast platform. The fse completed calibrations and verified that the system meets all required manufacturer¿s specifications. No further information is currently available.